Manufacturer narrative:
The pump alarmed button error followed by intermittent buttons due to the corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners and display window, a cracked reservoir tube, a cracked reservoir tube window, and cracked battery tube threads. The pump was also received with a minor scratched lcd window.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 181 mg/dl at the time of the incident. Customer tried to clear the alarm but could not clear it. Customer also tried to take the battery out and placed the same battery in the pump. The customer still received an alarm even after trying a new battery. Customer performed a bolus 10 minutes prior to the alarm. Customer stated that the pump was exposed to a little moisture from a splash of water earlier today. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.